Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however,the needle plunger, suture, link, needles, anterior cuff, and posterior cuff were not returned, which limited the scope of the investigation. Therefore, the reported suture break could not be confirmed. Based on visual inspection and functional testing of the returned device components there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a superior mesenteric artery angioplasty procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, as the knot was advanced to the arteriotomy the suture broke. The suture was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.